Event description:
It was reported that the patient underwent a gynecological procedure; mesh for sui on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that there were complications with the formation of a hematoma w lidocaine injection. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent revision of mesh on (B)(6) 2010 due to exposure of mesh.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.